Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The titanium hexed uniscrew (uniht) was not returned. Since product has not been returned, visual/functional evaluation could not be performed. The investigation has been performed based on the available information. The reported event could not be recreated due to the nature of the dental device and event (fracture). The customer has provided additional pictures of the product. It can be seen that the screw is fractured at the intersection between the threads and collar. Device history record (DHR) review was completed for the subject lot number 1166606-cn. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1166606-cn) for similar event and 1 other complaint was identified. Therefore, based on the available information, device malfunction has occurred and the reported event was confirmed.

Manufacturer narrative:
Zimmer biomet (B)(4). Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Date of the event unknown / not provided. Reporter name was not provided. No product returned.

Event description:
The screw uniht fracture.